Event description:
During an interfacility transport, the lifepak 35 was in use when the screen began intermittently flickering on and off. Shortly thereafter, the screen turned completely off. Although the monitor appeared to continue functioning in the background, I was unable to view patient data or control the device via the screen. Troubleshooting steps were attempted during the transport, including powering the unit off and back on and removing and reseating the batteries in an attempt to reset the device. These steps were unsuccessful. It was also noted that when firm pressure was applied directly to the screen, the display would briefly turn back on; however, the screen would shut off again once pressure was released. This behavior suggested a possible loose internal connection that I could not fix. Due to the inability to reliably view or control the monitor, it could not be used as intended for the remainder of the transport and the patient was monitored via manual bp etc. The same morning, the lifepak 35 was run through its standard daily shift check, during which no issues were identified and the unit appeared to function normally. Stryker was here and determined loose screen wire. However, no error codes and device had passed all self-checks and user checks.